Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's right hip was revised due to pain, instability, suspected loosening of the shell, and altr. Intra-operatively, corrosion on the trunnion and bone loss superiorly due to confirmed shell loosening were observed. No black tissue or trunnion wear were observed in the patient. The 56e shell, 36mm 0° x3 liner, and 36 +0 lfit v40 head were revised to stryker devices. The stem was noted well-fixed and well-positioned, the surgeon decided to clean off the trunnion and not revise the stem.